Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. The reported condition was confirmed by visual inspection. It was noted that the roller was missing from the clamp, and stress marks were present on the clamp. The root cause of the reported problem could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue has been escalated to CAPA. A sensor is on the machine to check for presence of roller in the clamp. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a deph free solution administration set with injection site had a missing roller ball wheel. There was no patient involvement. Additional information was requested and is not available.